Event description:
It was reported that a clearlink extension set had leaked. This issue occurred when the extension set was used with another, non-baxter extension set. Patient involvement is unknown. Additional information was requested and is unavailable.

Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.